Event description:
The straight long saber attachment was sent for eval due to overheating during a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.

Manufacturer narrative:
The field service technician visually and functionally tested and attachment, and no issues were found.